Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her insulin pump is stuck in rewind mode. Customer only uses the insulin pump for the continuous glucose monitoring system. She has never used the insulin pump to deliver insulin. Customer's blood glucose is 30 mg/dl. She treated with some juice. Customer was in the hospital for two weeks because she had given birth. She stated she was at the hospital for non insulin pump and no diabetes related reasons. Before going to the hospital, customer removed the battery from the device. She put a new battery in today and the device went straight to rewind mode. Customer was assisted with checking her sensor feature. She was advised to monitor the device and call back if needed. Nothing further reported.